Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that tubing above urometer bag was kinked, inhibiting the proper free flow of urine. Has been noted on 5 plus foley catheter (lot ngkw1964) and balloon ruptured inside patient, isolated to one report (lot ngln3869). These catheter trays were stocked at their local warehouse. Not sure if they should isolate the lot with the kink since that might be more widespread.